Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up.

Manufacturer narrative:
Additional information: medwatch report 4900320000-2020-8018: on imaging shut was found to be in suboptimal position and there was fluid tracking around catheter. During shunt revision, csf flow was under moderately high pressure. The manometer was then brought into the field and connected to the proximal portion of the valve. However, there was no distal runoff through the valve and medical staff could not forcefully irrigate through the valve either. After the valve was removed, the distal runoff was tested directly to the peritoneal catheter, which was found to be flowing appropriately without resistance. Therefore, it was decided to exchange the valve.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a shunt malfunction. The patient had a certas plus inline with siphon shunt placed on (B)(6) 2020. The patient had follow-up imaging performed (unknown date) that demonstrated suboptimal position of the shunt and fluid tracking around the catheter. The patient required a surgery for shunt revision on (B)(6) 2020. During the shunt revision, cerebrospinal fluid flow was under moderately high pressure. The manometer was connected to the proximal portion of the valve and there was no distal runoff through the valve. The physician was also not able to forcefully irrigate through the valve. The valve was then removed, and the physician investigated distal runoff directly to the peritoneal catheter, which was found to be flowing appropriately without resistance. Decision was therefore made to exchange the valve.